Manufacturer narrative:
Product event summary: the stated reason for return of "blue screen does not work properly and missing hinge covers" was confirmed at analysis, the touch screen was out of specification and the bullets were missing. It was additionally noted that the latch on the media bay door was broken, there were errors in the update history and the stylus was missing. The media bay door, touch screen assembly, stylus and bullets were all replaced and the touch screen calibrated, new software was installed and the device was cleaned. It then passed its electrical safety as well as all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's blue screen did not work properly and that it was missing hinge covers. The programmer was returned for service. No patient complications have been reported as a result of this event.